Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door had failed continuously. A field service engineer replaced the latch and performed multiple door inventories. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a tower door failure. A customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.